Event description:
Report received from an international affiliate of an inability to deliver medication via the clave port. The nurse reportedly connected a syringe containing an unspecified volume of fentanyl onto the clave y-site. When the nurse attempted to push the drug there was resistance, and no drug was being pushed through the clave port. The nurse reportedly attempted to disconnect the syringe from the clave port when "the clave port came apart". The customer reported that the tubing set had not yet been connected to the pt. There were no reports of any adverse pt effects and no medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.